Manufacturer narrative:
Confirm the complaint; the jaw is fractured off of the forceps arm with the power cord. When the two pieces are placed back together, no pieces were missing. The direction or orientation of the fracture appears to be in line with gripping something between the jaws as described by the customer (small bite, then jaw fractured). The fractured site is at the thin transition point of the jaw. This type of fracture in the past has been attributed to a micro crack or flaw which may occur during the mim (molded injected metal) manufacturing operation.

Event description:
During a vaginal hysterectomy procedure while using the pks seal, open forceps, curved, the jaw fractured and broke off in the pt, while taking small bites. The piece was recovered with no pt injury. A new instrument of the same was opened and used to complete the procedure.